Event description:
On (B)(6) 2012, the patient's mother contacted animas to report a low blood glucose (bg) excursion. The patient's mother reported that on the evening of (B)(6) 2012, the patient's bg was 113 mg/dl which was within her target range. The patient's mother stated the patient ate chicken nuggets before bed and bolused 8.55 units at 10:34 pm. On the morning of (B)(6) 2012, the reporter claimed the patient woke up disoriented, nauseated, had slurred speech, felt numb. The reporter immediately contacted emergency services and when they arrived they gave the patient 2 glasses of a glucose drink. The patient's mother reported that the patient's bg after the drinks was 40 mg/dl; however, did not recall what the patient's bg was prior to the treatment. The paramedics took the pump of the patient and took her to the hospital where she received further treatment and at a later time that day was discharged. The patient's mother reported that the patient was put back on the pump at discharge. At the time of troubleshooting, the patient's mother confirmed the time on the pump was correct; however, the date was 3 days ahead. The reporter stated the date was accidentally changed. The reporter confirmed that all advanced features were programmed as intended. The reporter also confirmed that the basal rates were correct. Customer support noted that basal history was reviewed and it was confirmed that the basal rate was delivered appropriately through the night. There were no associated alarms and customer support noted all boluses were accounted for. It was noted that the pump was last primed on (B)(6) 2012. At the time of the call, customer support advised the patient's mother based on review of pump there was no indication that the pump malfunctioned and was advised to contact the patient's hcp for clinical recommendations. Although, troubleshooting did not reveal a malfunction of the device, this complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4): black box reveals pump returning to default time and date following a power on reset. The total daily insulin dose delivery totals appear inconsistent due to time and date issue. The battery cap was found to be stripped. A 29 hour flow accuracy test was performed and pump passed flow accuracy test and found to be delivering within specifications. There was no defect found with alleged complaint. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.